Event description:
Slowly over 2018, 2019 had started to acquire autoimmune disease symptoms including hair loss, dry skin, rashes, itching on scalp and eventually all over body, back pain, blurred vision, night sweats, increased ana blood tests, brain fog / memory loss. FDA safety report ID# (B)(4).